Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly, failed battery alert, battery cap damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received without a battery cap. The pump passed the displacement test and the keypad voltage test however, the pump alarmed pump error 63 (variable 3) during the self test. Successfully downloaded the trace and history files utilizing thus. All buttons were functioning properly during testing. The pump was cut open to perform visual inspection and found no physical or moisture damage to the electronic assembly (pcba 1 and pcba 2), the motor, or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Pump error 63 (variable 3) alarm during the self test is due to a broken trace at pin 6 (sda) u1 on the keypad assembly. A p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, stained keypad overlay, stained serial number label, and pillowing keypad overlay. Unable to verify damage on the battery cap due to pump received without a battery cap. Keypad anomaly and battery failed alarm are not confirmed. Pump error 63 alarm is confirmed. Battery cap damage is unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.